Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient's first pump "wasn't working," and he ended up in the intensive care unit (ICU) on a ventilator for a week. Following this, the patient "had to start all over" and had another surgery to put another pump in. It was reported the patient's first pump never worked. The patient was not told in what way the pump was not working, but then it was stated the patient received 945 mcg total after a few months of the pump, but "nothing happened." It was "spilling" into the patient's body and was not getting into his spine. It was suggested the patient follow-up with his healthcare provider to discuss the cause for the patient's pump/catheter issues and to see if they still planned on returning the device/catheter for analysis. There were no reported symptoms. The event date was noted to be (B)(6) 2015 because the patient reported the pump had not worked since implant. It was noted the patient was receiving baclofen at the time of the event, but previously it was specified the patient was receiving gablofen.

Event description:
Additional information was received from a consumer. It was reported the patient's oral baclofen was not helping him so he went to the hospital. The patient was then put on life support due to underdose until a new pump was implanted. It was stated that the patient now suffered from short term memory loss and had "brain issues" he had not had before and would forget things now that he had never had before. Additionally, the patient was slower than before and the patient had relapsed and was now back in a wheelchair. It was thought that the patient was at about 225 mcg/day and they increased it to about 900 mcg/day and it did not help him.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 925 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported since implant the patient had required to have the daily dose increased pretty consistently. The patient did not feel he was receiving benefit for his spasticity. The patient remembered having the trial and received great response. Per the nurse who refilled the patient, everything had been correct pertaining to the amount of drug in the pump. The patient had a catheter dye study on (B)(6) 2016 and the radiologist could not aspirate the catheter after several attempts. The radiologist was to send the report to the treating neurologist. The patient had been seen earlier that day by the hcp and the daily dose was increased from 850 mcg/day to 925 mcg/day. The issue was not resolved at the time of this report. No surgical intervention occurred and it was unknown if any was planned. The patient status at the time of this report was 'alive - no injury.' It was later reported the cause of the patient not feeling they received benefit for spasticity was pump malfunction. The issue had not been resolved and the patient was referred back to the neurosurgeon to evaluate the cause of the pump malfunction. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump identified no anomaly. (B)(4).

Event description:
Additional information was received from the consumer on 2016-nov-21. Document contained no new information.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code no longer applies to the pump.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016. It was reported that the hcp decided to change out the catheter segment at an unknown time, and nothing was found unusual. The replaced/old pump was received by the manufacturer's representative and will be returned to the manufacturer for analysis. Additional information was received from a manufacturer representative on (B)(6) 2016. Document contained no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.